Manufacturer narrative:
Phone number was provided as "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested on the cobas 6000 e 601 module. Results from the following assays were affected: elecsys cortisol ii , vitamin d , the elecsys tsh ver. 2 assay , and the elecsys ft4 iii assay. The specific vitamin d assay that was used was requested, but not provided. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The cortisol reagent lot number was 560808, the tsh reagent lot number was 552878, and the ft4 reagent lot number was 579081. The vitamin d reagent lot number was requested, but not provided. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer observed contamination within a system reagent syringe. After a thorough cleaning of the entire instrument including flow paths, the sample probe, reagent probe, and mixer were replaced proactively. The replaced parts were adjusted. Performance testing was run and was within specifications. The observed contamination could be traced to insufficient operator maintenance. The investigation determined the issue was caused by insufficient operator maintenance.